Event description:
The numelock2 plate was used for the distal humeral fracture. While drilling with 2.5mm drill bit, the drill bit was blunt and a took long time. The surgeon replaced the drill bit to another drill bit and finished the drilling.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.